Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(6), alleging a strip cut issue with the one touch verio test strips. It was noted that the test strips were cut on both sides. The apply window part of the test strips looked like the part that is inserted into the meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed a strip cut issue with the one touch verio test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on november 1, 2012 with the following findings: the test strips involved with this complaint were observed and found to have failed. The test strips were confirmed to have been miscut . If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.